Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. The distributor was able to connect pump to computer, displayed no alerts in history, and successfully loaded cartridge and delivered 5 unit bolus. Customer received a replacement pump for continued insulin therapy.